Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the dlp left heart vent catheter, surgeons observed increased stiffness of the cannula, making it more difficult to bend into the desired position. There are concerns whether there has been a bad batch or has there been a permanent change with these catheters. The use of the device was unspecified. It was unknown if there were any  complications as a result of the event.

Manufacturer narrative:
Medtronic received additional information that there was no patient impact as a result of this issue. The customer stated that they have experienced the same issue with a different lot number. The team have observed that the wire does not hold the bend as well as it used to when inside the ventricle. It does not stay in position. The customer puts something else on top of it to prevent the catheter from moving the heart or moving outside of the ventricle whilst in the middle of surgery. The customer used another vent with a different lot number and the same issue still occurred. Medtronic received additional information that the customer believed the wire was changed that was used in manufacturing. They believe that it was why it was stiffer than usual. The customer queried if production changed to use a stiffer wire than normal. Device evaluation summary: visual inspection of the unopened device shows no outward signs of any damage. The device was removed from the peel pouch and the the tip was manipulated in several different directions, and it would not stay in any shape as it flexed back. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.